Manufacturer narrative:
The devices were not returned for evaluation. X-rays of patient were provided. The retaining ring and liner appear to still be seated in the humeral component. However, it appears that the glenosphere subluxed and is no longer fully captured in the constrained mechanism. Device history records were reviewed for all devices in scope and no manufacturing abnormalities were observed. It was identified through this investigation that the devices were manufactured to the surgeon's approved design proposal. Additional details regarding patient's post-operative history is not known. Based on the available information, a root cause could not be established.

Event description:
It was reported that a patient implanted with an onkos surgical personalized case experienced dissociation and dislocation of their custom shoulder implant. The patient was implanted with the following devices: custom glenosphere, custom glenosphere retaining screw, humeral cup, bayley walker liner, and bayley walker retaining ring. These devices mated with insitu components (non-onkos) already implanted in the patient. This patient will be revised in the future to correct the dislocation. This event will be reportable as a serious injury as the patient will be revised in the future. This report captures the bayley walker liner.